Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported ¿after a good registration, surgeon had difficulty engaging mics into reaming haptics. When doctor was able to engage, felt bone being removed, but the green resection area in the acetabulum stayed the same and this resulted in reaming past plan. The rest of the case was completed manually. Case type: tha. Surgical delay: not reported. What was the discrepancy between planned vs outcome ¿reaming past plan¿? As per the mps: "so according to doctor, he was about 5cm past plan. My assumption was that the base array had shifted during the reaming process, but it¿s difficult to know for sure". Product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review. Review of the device history records associated with (B)(6) indicate that on quality inspection procedures were completed with no reported discrepancies. Complaint history review. A search of the complaint database under device identification pn 219999 reports similar complaints for tha software - software error. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
After a good registration, surgeon had difficulty engaging mics into reaming haptics. When he was able to engage, doctor felt bone being removed, but the green resection area in the acetabulum stayed the same and this resulted in reaming past plan. The rest of the case was completed manually. Case type: tha. Surgical delay: not reported. What was the discrepancy between planned vs outcome ¿reaming past plan¿? As per the mps: "so according to doctor, he was about 5cm past plan. My assumption was that the base array had shifted during the reaming process, but it¿s difficult to know for sure".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After a good registration, surgeon had difficulty engaging mics into reaming haptics. When he was able to engage, dr.(B)(6) felt bone being removed, but the green resection area in the acetabulum stayed the same and this resulted in reaming past plan. The rest of the case was completed manually. Case type: tha. Surgical delay: not reported. What was the discrepancy between planned vs outcome ¿reaming past plan¿? As per the mps: "so according to dr. (B)(6), he was about 5 cm past plan. My assumption was that the base array had shifted during the reaming process, but it¿s difficult to know for sure".